Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her blood glucose level was running high. The infusion set had a bent cannula. Her site was changed but insulin was not being delivered. She woke up with a blood glucose level of 458 mg/dl and took a correction dose of insulin. By the time the customer got to school her blood glucose would not register on the meter. Her blood glucose level was over 600 mg/dl. The customer's high blood glucose symptoms were stomach cramps and high ketone levels. She treated her high blood glucose level with a manual injection. The insulin pump alarmed no delivery. The device was not returned.